Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a break in the hypotube. The break was located at 28.5cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their length. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target stenosed lesion was located in the left anterior descending (lad) artery. A 32mm x 3.00mm taxus¿ element¿ was used to treat the lesion. It was noted that the shaft was broken while the doctors try to pass the lesion. The procedure was completed with another of the same device. The patient's status is stable.

Event description:
It was reported that shaft break occurred. The target stenosed lesion was located in the left anterior descending (lad) artery. A 32mm x 3.00mm taxus element was used to treat the lesion. It was noted that the shaft was broken while the doctors try to pass the lesion. The procedure was completed with another of the same device. The patient's status is stable.